Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "make sure that insulin is at room temperature before use or air bubbles could form in the cartridge. Air in the system takes space where insulin should be and can affect insulin delivery." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a continuous elevated blood glucose (bg) level of 504 mg/dl; cause was not known. A manual insulin injection was administered to address bg. Reportedly, customer loaded cartridges with cold insulin. Clinical support educated the customer on cartridge/insulin labeling. Recommendation was made to consult with a healthcare provider to discuss diabetes management.